Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6)2015 the patient experienced a hardware failure. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).